Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and evaluation it was observed that the locking latch of the broach adapter device did not hold the adapter securely and it became loose. It was further determined that the device failed the locking latch attachment assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as oct 13, 2018 on the initial report. This date has been updated to oct 7, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The broach adapter device was evaluated and the reported condition that the device failed locking latch attachment assessment, locking latch does not hold adapter securely, it comes loose was confirmed. An assessment was performed and it was observed that the locking latch does not hold adapter securely, it comes loose. The adapter no longer holds broach securely due to the wear of the joints from the locking mechanism. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.